Event description:
The device was implanted in 2000. In 2001, the facility's perfusionist informed the manufacturer's (MFR.) Rep of the following: the perfusionist stated that over the weekend, the pump began to make a strange noise and then stopped. The pt was put on pneumatic back up and taken to the operating room to be re-implanted with another vad. No further details were provided.